Event description:
It was reported that during an unk procedure the clips were malformed and sticking on the vessel instead of clipping. A new like device was used to complete the case. There was no reported pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.